Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level started at 150 mg/dl and continuous glucose monitoring reading was over 400 mg/dl. Customer stated that the insulin pump was not working and there was damage on battery cover. Customer saw that the cannula was kinked and there was absence of no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device received with stripped battery cap coin slot(p), cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).